Event description:
During a trochanteric fixation nail system procedure, the blade guide sleeve and buttress nut were unclicking from the aiming arm. The device kept doing this as the surgeon was rotating the buttress nut to bring the blade guide sleeve to the bone. There was no delay in surgery. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of the DHR indicates there was one (B)(4) for: item 1 - 37 parts with scratches and item 2- 1 part with go gauge does not go for l4. All these parts were returned and reworked and inspected 100%. 3 parts were scrapped after rework for item 2. Vendor data for l1 indicates the specification is 7.795/7.835 inches. This is an incorrect conversion from metric to inches. The correct specification should say 8.011/7.972 inches. The actual data is conforming as a result. Vendor data for g4 true position of .0019 inches maximum indicates an oversize (out of specification) condition of .0110 inches. All other records indicate the product was manufactured to specifications. Placeholder.

Manufacturer narrative:
(B)(4). This device used for treatment and not diagnosis.there were scratches, nicks and rub marks on the surface. These are consistent with normal use in the field. There are rub and wear marks and nicks on the thread. All features that could be measured met specifications. The thread function feature cannot be checked due to the wear and nicks on the threaded area. The material was tested and passed specifications.

Manufacturer narrative:
Device is used for treatment, not diagnosis product development evaluated the devices as follows: the aiming arm, buttress/compression nut and blade guide sleeve are intended for use with the ti trochanteric fixation nail (tfn) system and intended as part of the tfn helical blade placement construct to accurately assist the 130 degree angled guidance of the helical blade placement into the tf nail. A test to determine proper function was performed using a sample nail insertion handle and all three (3) devices from this event. The devices locked and released normally through 25 test attempts. At no time did the devices not fit together as intended per the complaint description. Drawings 357.366 rev. D, 357.371 rev. B and 357.369 rev. C were reviewed and determined to be an acceptable reference of the intended design. It is likely that some other component was compromised in some way so as not to fit with the returned devices and has resulted in this complaint. The returned aiming arm, buttress/compression nut and blade guiding sleeve are functioning perfectly and determined to be suitable for their intended use.